Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated cardiac troponin I (tni) result obtained on a dimension exl with lm instrument. Hsc has reviewed the information provided by the customer and the instrument data. Quality control (qc) and calibration were within specifications and no other patient had a similar issue which indicates there is no issue with the assay. The customer is operational. No product non-conformance was identified with the assay or the instrument. The cause of the event in is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient serum sample on a dimension exl with lm instrument. The discordant result was reported to the physician and was questioned. The same sample had a prior lower correct result on the same date on the same instrument. A new sample draw was processed the same day on the same instrument and a lower correct result was obtained and considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.